Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a revision procedure was performed as this right ventricular (rv) lead exhibited loss of capture. Upon opening of the pocket, it was noted that the rv lead had fractured. The lead was explanted and replaced. No additional adverse patient effects were reported.